Event description:
Per the information provided to co by the physician's office, the device was removed due to "infection". As reported to co, the entire device was removed and not replaced.

Manufacturer narrative:
According to the available info, the device was implanted in 1996, and was explanted on 2/4/97 due to an "infection." Add'l info was requested but not received. The pump with an attached connector, two cylinders, two rear tip extenders, and the reservoir were received by the mafr. Because quality assurance's examination of the returned components can not conclusively confirm nor disprove the report of infection, qa accepts the physician's observation of infection as the reason for surgical intervention. The review of the device lot history as the reason for surgical intervention. The review of the device lot history records by qa indicates this lot passed sterility testing prior to being released. Based on this knowledge, qa concludes that the device was sterile prior to the device pacakaging being opened and that the infection originated from source(s) other than the device. Qa concludes device function was not associated with this event.